Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized. On an unreported date, the patient was discharged with unspecified antibiotics. It was reported "all was well" until 16 days after the first event of cloudy bag, the patient experienced a second episode of peritonitis manifested by cloudy bag. The cause of this event was not reported. It was reported the patient refused to go to the hospital and was treated at home with oral(B)(6) (250mg, for 21 days). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.